Event description:
(B)(6) patient being treated for pain with anti-inflammatories and muscle relaxant was initially implanted with prodisc-c at c5-c6 on (B)(6) 2008. Patient presented on (B)(6) 2010 with left sided trapezial pain with spasm. Surgeon indicated cause of pain is unknown and not index-level related.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.